Event description:
It was reported that during scheduled generator change out it was found that the system impedance o this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at around 145 ohms. Technical services (ts) provided troubleshooting recommendations including checking electrode location and possible defibrillation threshold (dft) test. However, the physician elected to explant both the device and electrode at this time. A new s-ICD system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during scheduled generator change out it was found that the system impedance o this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at around 145 ohms. Technical services (ts) provided troubleshooting recommendations including checking electrode location and possible defibrillation threshold (dft) test. However, the physician elected to explant both the device and electrode at this time. A new s-ICD system was successfully placed. No additional adverse patient effects were reported.